Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025 . On (B)(6) 2025 approximately 5:30 pm the patient's spouse found the patient on the kitchen floor having a seizure. The spouse administered one dose of a glucagon pen and called for an ambulance. The spouse believed the cgm read 42 mg/dl at the time of the incident. There was no mention of whether the blood glucose (bg) was checked manually. The spouse expressed uncertainty about how time lapsed during the incident. Emergency medical services (ems) was called and upon arrival, ems hooked the patient to an electrocardiogram (EKG) and performed fingerstick (fs) blood glucose tests. The spouse could not recall the fs bg values. Ems administered one dose of transcend 15g glucose gel to the patient. Ems remained for over an hour until the fs bg was at 75 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was fine during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.